Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the tip of the device burnt, turned black, and disintegrated in extreme small pieces. The broken pieces was not retrieved out of the patient. The surgery however was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update dw 30-sep-2024: further information was provided that the tip of the device burnt, turned black, and disintegrated in extreme small pieces.the handpiece was discarded. The procedure was completed successfully as the device was not necessary anymore when the issue occurred.

Manufacturer narrative:
Additional information: b5, g3, h6

Event description:
Update dw 09-oct-2024: further information was provided that the tip of the device detached and soon after there was a small flash. The event happened shortly after start using the device.